Event description:
A patient reported experiencing erratic results with a lifescan meter. The patient's blood glucose results were 156mg/dl, 96mg/dl, and 130mg/dl tests were done within 10 minutes with a difference of 47%. Patient was feeling dizzy and nauseated. Patient did not experience any adverse events. No further information has been reported. Per notes, patient mentioned they went to the ER, but no treatment was given. Unable to get in contact with patient, sending a letter.